Event description:
Technician alleged the head drive was drifting down.

Manufacturer narrative:
Technician found the brake dirty and oily. He cleaned and degreased the brake assembly to resolve. No injuries reported.